Event description:
It was reported that following the implantation of a monarc, the patient experienced de-novo dyspareunia. It was noted that the patient's partner experienced pain during intercourse. The patient had exposure of the concomitant graft which was then trimmed. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00055.